Event description:
Subsequent to the initial medwatch report, additional information received reported that a cuff miss occurred during attempted suture placement in the left common femoral artery using the preclose technique prior to an endovascular aortic repair (evar). The arteriotomy was 6fr and during the evar procedure the sheath was upsized to an 18fr sheath. The second proglide device was used successfully in achieving hemostasis.

Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a proglide after an unspecified procedure. Reportedly, the first device failed, the suture did not fire as expected. A second proglide was deployed; however, hemostasis was not achieved. The method used to achieve hemostasis was not reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Date of occurrence corrected to (B)(6) 2013. Correction - device not returning. It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record and similar complaints could not be conducted because the lot number was not provided. Based on the available information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurrence, exact date was not provided by hospital. The other perclose proglide device referenced is being filed under a separate medwatch MFR number. The device is expected to be returned for evaluation. Investigation is not yet complete. It has not yet been received. A follow-up report will be submitted with all additional relevant information.